Event description:
The customer reported that monitor screen went blank. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced a fuse. The system operates as intended.